Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Over a period of three months the battery longevity had decreased by a year and a half. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The pacemaker remains in service at this time and no adverse patient effects were reported.